Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the battery doesn't hold a charge. Patient stated this started about 3-4 days ago. Patient said they charged at night and it took them all day and when they got up the next morning the implant didn't have a charge anymore and there was nothing going on for the stimulation. Agent asked if patient has met with the healthcare provider to try to make adjustments and patient said no. Patient mentioned they like the old system a lot better than the new one because it is so much harder to get connected to the two devices. Agent walked patient through resetting the communicator and handset. Pt states his current implantable neurostimulator (ins) is dead and agent reviewed this is why we cannot connect currently. The issue was not resolved through troubleshooting. Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep was with the patient (pt) and was trying to communicate with pt's implant with their tablet but they are getting a system error code 0x2fd84c43 along with message about settings being too high and that intensity has been set to 0ma. Rep said this had been going on for about a week. Rep also saw service code 323 on pt handset. Rep was able to connect with the patient's ins to charge the implant to 30% before they called. Rep tried another tablet and got to 90% on communication and then saw another system error 0x1775eca4. Rep reset the ins using the tablet and tried to communicate again with the tablet that they were using and got the same system error. Rep went to the recharger and started a recharging session and got recharging excellent. The implant battery was at 20% at the time of call. Rep mentioned that the pt was having trouble charging the implant and that the implant battery drains within 8 hours to 0%. Rep confirmed that patient has not had any notable health issues, treatments, accidents, or falls, but pt mentioned that they had an afib situation 2 weeks ago. Rep said that the pt was "shocked" to address their heart issue, as well as having a heart ultrasound. Pt also had a CT scan of their chest done today. Tss reviewed that they should charge the ins up further and try another tablet reset and tss will follow up with the rep tomorrow to discuss the case further". The next day, tss talked with the rep to review that the ins was likely damaged by the heart procedure. Rep was told by pt that the pt had turned off stimulation prior to the heart procedure. Rep said after call ended yesterday; they tried another ins reset using tablet but this didn't resolve the issue. After multiple retries, they were able to connect to handset and the rep reduced all of the intensities to lower levels. When they tried to reconnect with the handset again, they got the 323 error and weren't able to connect to ins again. They were never able to connect to ins using tablet. The pt is hoping to get an MRI done and they are planning to use the MRI elig form to clear the pt for the MRI. Agent sent the rep warranty info for their reference.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.